Event description:
Device used in the sfa: the protege stent was in an overlap situation with another stent. The protege stent is reported as fractured.

Manufacturer narrative:
Device was not returned for analysis, however, cine was available for review. Findings review of the cine from an outside source: I see two stents in the left sfa, one proximal and shorter, and one distal and longer. There is slight overlap between the stent. The stents seem to be of different design with the proximal appearing to be of a close cell design, the distal appearing to be of an open cell design. The distal stent has two areas of deformity. Toward the end of the case, imaging is done with apparent flexion of the leg and the areas of deformity occur at areas where the stent "kinks" when the leg is flexed. Although I can not definitely see a fractured strut, the appearance does appear like stent strut fracture. The other possibility is that repeated kinking of the stent in the two sites has resulted in deformation of the stent due to the open cell design and not an actual strut fracture.